Event description:
Caller reported that a pump malfunction occurred, displaying a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared.